Manufacturer narrative:
(B)(4): one (1) sp90-6384 endoscopic device was returned for evaluation as the sample. The sample was confirmed via etching that the date code was k16 and the product number of the sample was sp90-6384. The links were observed to be no longer attached to the actuating rod. Other initial observations depicted minor usage marks (scratches and scuffs) on the handle and rod. The device was evaluated by two repairs operators, a manufacturing engineer, a production supervisor and a quality engineer who all confirmed the reported failure. Upon visual evaluation with the sample disassembled, the sample was confirmed to no longer have the pin that connects the links to the actuating rod. A small piece of what looked to be a fraction of this missing pin was seen on the inside walls of the hole in the link that connects the jaw to the actuating rod. All components of this sample were returned other than the missing pin. The lack of pin caused the jaw to move independently from the actuating rod. No other components of the sample were observed to be damaged. Functionally, the jaw did not move when opening and closing the handle of the endoscopic sample. It could be seen that when the handle was opened and closed, the actuating rod moved forward and backward within the tube as appropriate. To determine nothing other than the lack of pin was causing the defect mode, a replacement pin was inserted into the link actuating rod joint. When the replacement pin was inserted, the sample actuated as intended. The missing pin that caused the failure mode, confirmed by the customer and the manufacturer, held the actuating rod and links via the pin being confined by the clevis. When the jaw was in the closed position, it was possible to put enough force on the outside of the jaw to push the pin close enough to the edge of the clevis on the end of the sample. When this event happens, the pin ejects out of its joint. With the jaw no longer linked to the actuating rod the sample will no longer function as intended. Without having the pin and no other failure modes present, the customer damaging the product via excess force on the closed tip was the most probable cause. A review of the device history record did not reveal a non-conformance. The device passed all acceptance criteria for release. The most probable root cause of this complaint was due to damage caused by forcing the pin out of the clevis. The instructions for use, IFU 26-2901, in the examples and inspection/maintenance sections state to always use caution when inserting or removing devices through the cannula. Lateral pressure can damage the working tip. Proper care and handling is essential for satisfactory performance of any surgical device. It has been recommended to review the products instructions for use, IFU 26-2901 in particular the examples and inspection/maintenance sections. Bd will continue to trend and monitor this reported issue and for this product family.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported the sp90-6384 has broken jaws at the distal tip of the instrument. The jaws fell apart during a procedure while being used on the patient. All parts were able to be retrieved. The failure occurred during patient use, no patient or user harm, no medical intervention required. Additional information received on 22sept2017 from the customer, the date of the event was (B)(6) 2017 (no day specified, therefore used first day). Patient information provided was 48, female (age, gender, no weight), no injury, piece that came off grasper was retrieved, the patient was stable after the event. A small metal piece that holds the jaws of grasper together fell into the patient's body field and was retrieved with another grasper, no additional medical procedure was required such as an x-ray; the device was removed from use and replaced with a different grasper and rep notified. The procedure was completed as planned laparoscopic. The facility did not report the event to the FDA.